Event description:
A coronary atherectomy procedure commenced to treat a lesion in the patient's left anterior descending (lad) coronary artery. Multiple guide wires, catheters, and a spectranetics elca coronary atherectomy catheter were used to treat the patient. After the elca made 2 passes at 60/60 fluency/rate and 5 passes at 80/80 fluency/rate, it was removed from the patient. During the procedure, an lad perforation was discovered; the physician stated the elca caused the perforation. Balloons were used within the lad, and a covered stent was deployed to effectively cover the perforation. The patient survived the procedure. This event captures the elca in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the elca device in use during the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Coronary vessel perforation is a known risk of complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Additional information was received on 15dec2022: indication for procedure was severe in-stent restenosis (isr). Seven attempts were made to cross the lesion with the elca device, but were unsuccessful prior to the lad perforation being discovered.

Manufacturer narrative:
B5/b7): additional information was obtained from the operative notes. G3): philips became aware of additional information on 15dec2022. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.